Manufacturer narrative:
The device passed testing for delivery accuracy. The pump history was downloaded and printed. The customer did not provide an event date or programming parameters; therefore, the history cannot be utilized to evaluate the reported event. Although testing and investigation did not duplicate that the device delivered less than intended when set up as the labeling instructs, hospira recently was made aware that reduced fluid delivery may occur under certain conditions. A partial proximal occlusion may occur when the administration set tubing is improperly routed or positioned. The device alarms audibly and visually during a full proximal occlusion; however, the device may not alarm during a partial proximal occlusion, resulting in the device delivering less than intended.

Event description:
The customer contact reported the device delivered less solution than intended. On an unspecified date and time channel a was programmed for piggyback delivery of an unspecified solution. No specific programming parameters were provided and the delivery was started. After an unspecified length of time, the nurse noted that "2/3rds of fluid still left in bag of medication." The device was reprogrammed and therapy was resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no additional information was provided.